Event description:
There was confirmed to be no battery damage and only a slice to the white power lead. Exchanging the system controller resolved the issue. There were no log files downloaded and the software version was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress issue was confirmed with the returned system controller (serial # (B)(6). Visual inspection revealed greenish fluid was coming out of the tears along the outer jacket of the white power cable. Also, greenish fluid was coming out of the black strain relief on the black power cable, which was deformed/damaged. The green fluid substance is the result of accumulated moisture that reacted with the underlying shielding/construction and was contained within the power cables. The system controller passed the functional test procedure, and the fluid ingress issue did not affect the device ability to operate a test pump. A root cause that led to the fluid ingress issue could not be determined. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's battery was not working properly. The ventricular assist device (vad) coordinator stated there was green fluid leaking from the white power cable that was noted when the patient came into the clinic. There were no left ventricular assist device (lvad) alarms noted but due to the suspicion of the green discoloration caused by liquid entering the slit in the white power cable and the patient's inability to come to clinic for frequent monitoring (due to mobility issues), a system controller exchange was performed in clinic.